Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that the insulin pump alarm off no power. Customer's blood glucose at time of incident was 318 mg/dl. Customer stated this is not he second occurrence of off no power in less than 24 hours after low battery warning. Customer was advised to insert (b)64) aaa alkaline battery and monitor pump and blood glucose. The customer reported via phone call that they had high blood glucose but not hospitalized. Customer's blood glucose at time of incident was 318 mg/dl. Customer declined to troubleshoot for high blood glucose.